Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a secondary infusion was not delivered due to a closed roller clamp. Additional information was requested, but was not provided.

Manufacturer narrative:
Additional information d.11. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that a secondary infusion was not delivered due to a closed roller clamp. Additional information was requested, but was not provided.